Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on feb 17, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, burning smell that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During exterior and interior investigation, the manufacturer observed the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, spread out on the top of the pca (printed circuit assembly), top of the blower box and throughout the bottom of the enclosure, top of the blower motor, bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 20 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section d5 (operator of the device) and e3 (occupation) was updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.